Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal did not deploy properly. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. Maquet cardiovascular anticipates return of the product in question. This event was reported to a maquet sales representative on (B)(6) 2011.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this product lot. Items marked "ni" are unknown to us at this time. Internal file number - (B)(4).